Event description:
During a product demonstration of the accurdrain evd system-with one way valve (ins-8401) by the user facility's nurse educator to the risk management coordinator, it was noted that there were "2 separate stopcocks that are md only ports". The risk mgmt coordinator stated "that a person could use a syringe and inject air or other substances into the line/brain". In the interim, the risk mgmt coordinator had made "small stickers with red letters on white background md port only" to attach by these stopcocks/ports. No other info was provided. Add'l clinical info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident will be returned by the customer for eval. An investigation has been initiated based upon the reported info.